Manufacturer narrative:
No code available-blood present in the header.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, blood in the header of the pacemaker was observed, which might contribute to previous oversensing and intermittent sensing. The pacemaker was explanted and replaced to limit the number of future surgeries. The patient was stable throughout the procedure.

Manufacturer narrative:
Device was in backup operation when received. Analysis noted that the backup was due to nmi consistent with the effects of electrocautery exposure. The device was tested after recovering from backup vvi and no anomalies were found.